Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that evidence of moisture ingress was observed on the inside of the battery compartment. In addition, it was reported that there was no physical damage to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 07/07/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/18/2015 with the following findings:evidence of moisture ingress was found on the inside of the battery compartment: the reported issue was confirmed. The audio bolus button (abb) cover was observed to be torn; however, the abb was found to be properly responsive. The pump failed a leak test due to an abb leak; this device failure directly caused the reported issue. The pump case was removed, and no further evidence of internal damage or defect was found.